Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two extensions with the same lot. It was reported the patient ((B)(6)) experienced ineffective stimulation due to impedance issues. Reportedly, x-rays were taken with inconclusive results. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the extensions were explanted and replaced which resolved the issue.